Event description:
It was reported that the patient performed a carelink transmission which reported a lead integrity alert (lia) on the right ventricular (rv) lead. The rv lead impedance was low and trending was consistently chronic over the last year. Rv oversensing was also noted during ventricular tachycardia (vt) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa lead, implanted: (B)(6) 2005. (B)(4).